Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic upper and lower liver, gallbladder, and pancreas procedure, approximately 30 minutes into surgery, the tissue pad on the sonicbeat energy device was found to have peeled off. The device had been inspected prior to use with no abnormalities noted. The procedure was completed using a olympus backup device without delay or additional anesthesia needed. No patient harm was reported in association with this event.